Manufacturer narrative:
Device 3 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 17 apr 2024, it was reported that three infusion set cannulas were bent and the events occurred on 6th, 8th and 10th apr 2024. The patient noticed the symptoms three or more hours after insertion in abdomen and upper buttocks. The infusion set was in use for one - two days. The patient's blood glucose level at time of the issue was noticed - [217-234 mg/dl] ; between 54-500 mg/dl (3.0-27.7 mmol/l). The issue was resolved after infusion set was replaced and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.